Event description:
It was reported that an aortic dissection occurred. The moderately calcified native aortic annulus was 22.9mm in diameter. Pre-balloon aortic valvuloplasty was performed with a 22mm balloon. A 25mm lotus edge valve system was advanced and deployed without issue after one repositioning, which was performed in accordance with the directions for use. After implantation a dissection was detected on angiography, extending from the ascending aorta to the aortic arch. The patient was transferred to surgery where the aortic dissection was repaired and the lotus edge valve was explanted. The patient tolerated the surgery well and was extubated 5 days later.